Event description:
It was reported that something broke off from the instrument during a case. A piece of the device becoming loose during a surgery could lead that piece falling into the surgical field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that something broke off from the instrument during a case. A piece of the device becoming loose during a surgery could lead that piece falling into the surgical field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.